Event description:
Dilator balloon was used during procedure. After use, the balloon fully deflated and became stuck in the endoscope. The balloon had to be pushed out of the end of the endoscope and cut off in order to remove it. Patient was unharmed, but this supply malfunction did increase the patient's length of stay. Manufacturer response for ezdilate-fixed wire 18-19-20 olympus balloon, ezdilate-fixed wire 18-19-20 olympus balloon (per site reporter). Await response.